Manufacturer narrative:
This complaint has been reevaluated and does not meet the reporting criteria. The bd vacutainer® brand pronto¿ quick release needle holder does not have an expiration date as it is not sterilized so no labeling error occurred. This complaint is not reportable as a result.

Event description:
It was reported that the expiration date of bd vacutainer® brand pronto¿ quick release needle holder could not be identified. Foreign complaints the following information was provided by the initial reporter, translated from portuguese to english: ¿ we do not identify expiration. ¿

Manufacturer narrative:
The manufacturing location for this product are (B)(4). These site are an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. (B)(6). Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the expiration date of bd vacutainer® brand pronto¿ quick release needle holder could not be identified. Foreign complaints the following information was provided by the initial reporter, translated from (B)(6) to english: ¿we do not identify expiration.¿